Event description:
It was reported that tandem mobi pump generated repeated cartridge alarms, including confirmed cartridge alarm 30, that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting and did not want pump replaced at that time, disconnected call, and technical support planned to follow up when customer was ready to proceed with pump replacement.